Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in a female patient who had essure (batch no. 840024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract and vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/severe cramping"), vulvovaginal pain ("vaginal pain"), hormone level abnormal ("hormonal changes"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: urinary tract and vaginal") with vaginal discharge, back pain ("lower back pain"), abdominal pain upper ("lower stomch pain"), pain in extremity ("legs (burning)") and mood swings ("mood swings"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and mood swings outcome was unknown and the hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal infection, back pain, abdominal pain upper and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events hormonal changes, abnormal bleeding, vaginal bleeding, menorrhagia, urinary tract infection, vaginal infection, menorrhagia, dyspareunia (painful sexual intercourse), lower back pain, lower stomch pain, legs (burning), mood swings are added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of essure coil). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 31-may-2017: lawyer as reporter was added. Event "significant physical personal injuries / injuries and damages" has been specified and replaced by the events: "pelvic pain", "abdominal pain / severe cramping", "vaginal pain" and "heavy abnormal bleeding". Patient underwent surgery and essure was removed. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. 840024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Myometrium: tan-pink, trabeculated, and measures up to 2.2 cm. At both cornu are two 2.5 cm in length by up to 0.3 cm in diameter silver metal coiled wires extending from each cornu to the endometrial cavity. Other findings during hysteroscopy: t shaped cavity. Concurrent conditions included cervicitis and menses irregular. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract and vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: urinary tract and vaginal") with vaginal discharge, back pain ("lower back pain"), abdominal pain lower ("lower stomach pain/lower abdominal pain"), pain in extremity ("legs (burning)"), mood swings ("mood swings") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with chloramphenicol (antibiotic) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, mood swings and depression outcome was unknown and the hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal infection, back pain, abdominal pain lower and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: left 2, right 2. Discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2013: total bilateral occlusion; in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 29-jan-2019: plaintiff fact sheet received. Event depression was added. Lab data was added. Historical condition was added. Event onset date was updated. Treatment drug was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. 840024-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones. Myometrium: tan-pink, trabeculated, and measures up to 2.2 cm. At both cornu are two 2.5 cm in length by up to 0.3 cm in diameter silver metal coiled wires extending from each cornu to the endometrial cavity. Other findings during hysteroscopy: t shaped cavity. Concurrent conditions included cervicitis and menses irregular. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract and vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal)type: urinary tract and vaginal") with vaginal discharge, back pain ("lower back pain"), abdominal pain lower ("lower stomach pain/lower abdominal pain"), pain in extremity ("legs (burning)"), mood swings ("mood swings") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with chloramphenicol (antibiotic) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, mood swings and depression outcome was unknown and the hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal infection, back pain, abdominal pain lower and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: trailing coils: left 2, right 2. Discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 6-feb-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.